Event description:
Reported blood glucose results of "160 mg/dl, 80 mg/dl, and 90 mg/dl" with a lifescan meter performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.